Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The event was reported on 3002806535-2020-00380.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The event was reported on 3002806535-2020-00380.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05172. 0001825034-2019-05173. 0001825034-2020-00719. Concomitant medical products: unknown cup, unknown stem, unknown liner. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient underwent a revision procedure due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.